Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they have a very tender bump right over their ins which feels like a big nail sticking them with a knot on top of the stimulator. It hurt intermittently for 6 months and it had been kind of moving around but now it is no longer moving but the knot is visible and about the size of a little finger. The patient was redirected to their healthcare provider to further address the issue.